Event description:
An impella cp device was inserted via the right femoral artery in a 67 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s medical history was notable for coronary artery disease and renal insufficiency. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was noted to be on inotropes and vasopressors for hemodynamic support following out-of-hospital cardiac arrest and was receiving vasopressin and levophed infusions. During support, low urine output and pink-tinged urine were observed, raising concern for hemolysis. Intravenous fluids were administered in response to the decreased urine output and discoloration. Laboratory evaluation for hemolysis, including lactate dehydrogenase and plasma free hemoglobin, were not obtained. Imaging was utilized to assess pump position, and the impella device was reported to be appropriately positioned at 3.2 centimeters. While on support, the impella cp device was operating at performance level 6 with expected flows of approximately 2.7 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The device was successfully weaned and explanted the following day. The patient survived to explant with no additional adverse events reported.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d3 MFR fax number added. H6 type of investigation changed to b18. Additional information was provided which states the patient was successfully explanted and did well. The pump is no longer available to be returned.